Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported on 09jan2020 that on (B)(6) 2017 there was a pump exchange; heartmate ii was explanted and heartmate 3 implanted. The patient's left femoral artery and left femoral vein (midline) were repaired and the drain tube to old pump pocket was replaced. It was also reported that the patient had a drive line infection and pump pocket infection on (B)(6) 2017. The drive line infection was positive for (B)(6) and the pump pocket infection was positive for vancomycin-resistant enterococcus (vre). Patient was started on daptomycin. No further information was provided.

Manufacturer narrative:
Sections d4, h3; correction.

Manufacturer narrative:
Sections d4. H4: additional information. Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed as no product was returned for evaluation. Additionally, a specific cause for the patient¿s driveline and pump pocket infections could not be conclusively determined. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. Heartmate ii lvas, serial number (B)(6) was not returned for evaluation. The hmii lvas instructions for use (IFU) lists infection, hemolysis, and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. The IFU also outlines indications of pump thrombosis as well as how to respond to such events. Furthermore, the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the pump was exchanged due to pump thrombosis as well as driveline infection.